Event description:
It was reported the self-test failed. There was no patient involvement. A philips authorized service provider (asp) evaluated the device. Based on the information available and the testing conducted, the cause of the reported problem was the insufficiently powered battery. The reported problem was confirmed. Therefore, the hospital charged the equipment to normal use. No parts have been replaced. It has been concluded that no further action is required at this time.